Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of change sensor alarm and sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 137 mg/dl while his sensor glucose reading was 142 mg/dl. The customer stated at night the numbers can be off as much as 50 points. The pump alarmed with a low sensor reading in the 60s mg/dl and her blood glucose in the 120s mg/dl. The customer stated that she also woke up with threshold suspend alarm from the pump. The customer stated that a bad sensor alert occurred after a second consecutive cal error. The customer was advised to change out the sensor.